Manufacturer narrative:
The device was not returned to olympus for evaluation/repair. Fse (field service engineer) was dispatched onsite. The device was evaluated, and findings were that the filter wheel was not turning properly. After rotating manually once, it is turning properly again. Limit switch is working properly. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the light source displayed error code e200 (image processor or light source). The issue occurred during procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation and the condition of the returned device, a definitive root cause for the reported failure mode could not be determined. However, investigators believe it¿s likely that the reported event was the result of the turret unit failing. Olympus will continue to monitor the field performance of this device.